Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, at 7:41, the patient underwent the first double pump dialysis with the dialyzer. At 8:10, the patient suddenly sweated and complained of chest tightness discomfort. Nurse assisted the patient to breathe in a seated position. Blood pressure was measured at 82/45 mmhg and heart rate was 56 beats/min. The patient immediately reported to the doctor. Follow the doctor¿s instructions to return 200 ml of normal saline and measure blood glucose at 9.1 mmol/l, oxygen inhalation via nasal cannula 3 l/min; at 8:11 a.m., blood pressure was 106/52 mmhg and heart rate was 58 beats/min. No alarm was activated during the event. Dialyzer type a reaction, as judged by the on-call physician, at 8:15, given the patient dexamethasone 5 mg via intravenous bolus; blood pressure was 157/73 mmhg and heart rate was 67 beats/min at 8:17 a.m. The patient complained that the condition improved, and the pump and supporting pump were given for the re-blood removal machine. The dialyzer continued to be treated, and the ultrafiltration volume was set to 3,000 ml to draw blood on the machine. After the end of treatment, there was no discomfort and it was safe to disembark. The patient was stable after the event. At present, only one type a reaction has been found for this batch.